Event description:
Welch allyn became aware via medwatch report (B)(4) that during a pelvic exam, the vaginal speculum shattered into 3 pieces while still in the pt. Doctor was able to manually remove speculum shard pieces without injury to pt or left over shards in cervix, vaginal orifice, or labias. The customer did not provide a pt identifier.

Manufacturer narrative:
The actual devices have not been returned to welch allyn for eval. Results: vaginal speculum.